Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had expired approximately three months prior. Additional information received from the patient's former pd nurse confirmed that on (B)(6) 2016, the patient's nephrologist ordered the patient to receive supplemental in-center hemodialysis treatment. The patient had only one hemodialysis treatment on (B)(6) 2016. The patient was scheduled for an appointment for hemodialysis on (B)(6) 2016, however, the patient canceled the appointment. He was not dizzy and did not consciousness but "his whole body just loses control." His systolic blood pressure remained stable at around 120. It was reported that on (B)(6) 2016, the patient had been advised to present to the hospital, however, the patient refused. The patient subsequently expired at home on (B)(6) 2016.

Manufacturer narrative:
The patient¿s medical records were received and reviewed. The medical records information included an end stage renal disease (esrd) death notification and the reported primary cause of death was unknown (code 99) with no secondary cause. There was no documentation in the medical records which indicated a causal relationship between the peritoneal dialysis with use of fresenius products and the patient¿s death. The last peritoneal dialysis treatment occurred five days prior to death. As there was no known cause of death no conclusion can be made that there was a casual relationship between the dialysis treatments and products and the patient¿s death.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The cycler was not returned for investigation and the complaint could not be confirmed.